Event description:
It was reported to medtronic minimed that the customer alleged the pump had a crack on the battery tube side, extending downward and to the left from the back, and also reported short battery life. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and indicated that the damage was affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap/reservoir does lock properly. The pump passed active current test however, it failed the sleep current test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 26.0 received the lowbatteryalert (104) on 02/15/2026 22:05:00 faster than expected at 3.49 days. Battery cycle 25.0 received the lowbatteryalert (104) on 02/12/2026 04:07:00 faster than expected at 3.67 days. Battery cycle 22.0 received the lowbatteryalert (104) on 02/03/2026 05:34:00 faster than expected at 2.8 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, scratched case, pillowing keypad overlay, cracked case battery tube and broken battery tube threads. The pump passed active current test however, it failed the sleep current test. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Confirmed damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.